Manufacturer narrative:
As per second level cts support, the provue is acting as expected and no service is needed at this time. This event will be entered for documentation purposes. No action is required by cts at this time. No service calls have been requested by the customer. (B)(4).

Event description:
The customer received a false negative reaction with the d micro well of the abd/rev card. No incorrect or erroneous results were reported.